Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, the suture sleeve on the atrial lead migrated down the lead. The physician dissected down to the subclavian vein towards the collar bone, retrieved the suture sleeve and brought it back into normal position. The lead was implanted. The patient required additional sedation, but was stable during the procedure.